Event description:
It was reported that the pump battery depletes too quickly. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up, leading technical support to close the case.